Event description:
A mayfield skull clamp was involved in a slippage which was described as follows, "doctors had pinned pts' head (pt was face down on bed) for a spine procedure when they wanted to re adjust pts' head had slipped. A laceration occurred which they stapled. No death alleged. Doctors asked for another clamp with mayfield pins and re clamped the pt. All was fine with clamp, but then doctors decided to cancel surgery anyway."

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.